Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the high out of range pacing impedance cannot be established, as the product has not been returned for analysis and remains implanted. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported high out of range pacing impedance cannot be confirmed. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold measurements and a gradual increase in pacing impedance measurements from the 600 ohms range to the 1,400 ohms range. The physician opted to continue routine monitoring. Additional information was received that this rv lead later exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature as well as an alert in the remote home monitoring system. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a lead fracture was suspected. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the high out of range pacing impedance cannot be established, as the product has not been returned for analysis and remains implanted. Device history record: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported high out of range pacing impedance cannot be confirmed. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold measurements and a gradual increase in pacing impedance measurements from the 600 ohms range to the 1,400 ohms range. The physician opted to continue routine monitoring. Additional information was received that this rv lead later exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature as well as an alert in the remote home monitoring system. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that a lead fracture was suspected. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in threshold measurements and a gradual increase in pacing impedance measurements from the 600 ohms range to the 1,400 ohms range. The physician opted to continue routine monitoring. Additional information was received that this rv lead later exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature as well as an alert in the remote home monitoring system. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.